Event description:
Event description cpi received information that this ventak mini ii implantable cardioverter defibrillator (ICD) exhibited nonsustained events and erratic r-r intervals that indicated possible diaphragmatic oversensing. No inappropriate therapy was delivered.